Event description:
Customer reported having high blood glucose. Customer's blood glucose was 337 mg/dl. Troubleshooting did not find any issues with her drive support cap and that insulin was able to exit the tubing. Troubleshooting also found several no delivery alarms. The customer stated she was unable to deliver her insulin the day before. Customer was advised to replace her insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.